Event description:
It was reported that during a pre-shift check the customer discovered that the device kept prompting "connect electrodes". There was no patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. It was observed that the device needed the therapy board replaced; however, due to the cost of repairs, the customer declined service on the unit, opting to replace the device for a new one. Physio-control further evaluated the returned device. It was determined that the cause of the reported failure was that the patient impedance connector, designator p18, was not connected to the therapy pcb. Physio-control re-connected it and then proper operation was observed.